Manufacturer narrative:
Upon completion of the eval, it was noted that the investigation did confirm the problem. The catheter was torn. Two separate sections were returned. The product code was reported to be 80-1720, but no lot number was provide. It appears that the root cause of the torn condition of the catheter was believed to be that the catheter sustained some form of mechanical damage during use. A sharp edge of an instrument may have been at the origin of the tear. However, this could not be confirmed. The exact root cause of the tear could not be precisely determined. No record review could be performed since no lot number was provided. No corrective action is needed based on the results of the eval. Trends will be monitored this or similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that the silicone catheter was broken during use.